Event description:
The end user states the commode seat is cracked. She states (B)(6) replaced it, but with the incorrect part. The end user states the back of her legs were pinched but no medical intervention sought.

Manufacturer narrative:
(B)(4). This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration. Should additional information become available, a supplemental record will be filed.